Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 2 infusion set fell off events on (B)(6) 2024. The first infusion set was in use for less than 12 hours and the second infusion set was in use for 36 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1909133 - MDR 3003442380-2024-13443 - device 1 of 2.